Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed images that were of poor image quality. No report of pt injury.